Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, surgeon had problems with the distal locking. He used free hand locking to complete the surgery.